Event description:
We have had three spinals with good four-quadrant csf flow at start and end of injection that did not obtain adequate anesthesia for incision. One of these incidents occurred (B)(6) 2026. The other two occurred at the end of (B)(6). Pt: 4580. Device: 1631. Ref: mw5189791, mw5189792. This report captures braun pencan spinal needle tray #3.